Event description:
A complaint was reported by an international distributor regarding a pump that declared alarm 20 during its use in the czech republic. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to resume insulin therapy despite attempting to load a new cartridge with technical support's guidance. Consequently, the pump was replaced by the representative. The customer was informed about the need for the pump replacement and was provided with a replacement pump to ensure uninterrupted insulin delivery.